Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during a shoulder arthroscopic repair the vapr function of vapr coolpulse 90 electrode, 90° suction w/integrated handpiece was out-of-order. The electrode was received and evaluated in juarez laboratory. The cable and connector showed no damage including the pins; also, the electrode tip showed signs of activation. Finally, it was identified that the suction tube had a blockage, which looked like a glue in the tubing. The electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received. The visual inspection revealed that the device was not returned in the original packaging. The distal tip showed signs of activation with discoloration of the active tip. Tissue debris between ceramic and return tube interface. Finally, the suction tube had fluid resembling cured adhesive residing inside. DHR review wa performed for lot u2010050; and there were no issues (ncrs or deviations) with the manufacturing process that would indicate or explain the failures observed. Based on a review of the investigation and product ra no initial containment action related to the individual complaint was recommended. The electrical and functional testing confirmed that the device was electrically functioning correctly. The suction flow test concluded that the suction tube was indeed blocked with 0ml flow achieved, before and after activation. From our investigation were able to confirm the customer reported suction issue with the returned electrode. The blockage was found at the proximal end of the active suction tube and was caused by uv glue. The failure mode seen had been caused by uv glue within the active suction tube and was consistent with other complaint devices investigated under a CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. The CAPA report kt analysis concluded the most likely root cause being an intermittent unnoticed equipment fault on linear line 2 leading to inappropriate presentation of the device to the uv cure station. Linear line 2 equipment was decommissioned january 2021 and superseded by mx2 equipment (linear line 3) utilizing a different transfer mechanism concept and with improved status monitoring. The customers device was manufactured in october 2020 on linear line 2 in cleanroom. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder repair procedure on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device was out of order. During in-house engineering evaluation, it was determined that there were tissue debris between the ceramic and return tube interface; and that the suction tube had fluid resembling cured adhesive residing inside. Another like device was used to complete the procedure with a delay of three minutes. There were no adverse patient consequences reported. No additional information was provided.